Manufacturer narrative:
The device was received with the needle fully deployed. The cannula was observed to be kinked, however, inspection of the device did not find any issues that would result in the device failing to deliver insulin; therefore, the cause of this event cannot be confirmed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 36 and 48 hours on the leg and that there was insulin leaking noted at the site.